Manufacturer narrative:
Updated data: b5. A second paragraph was added. B6. Clinical laboratory data was obtained. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, a non-medtronic (manta) closure de vice was used. Subsequently, bleeding was noted to originate from the right femoral artery access site. This was treated using a 10x40 mm covered stent. Additional information was received to report there was no anomaly with the medtronic delivery catheter system. Per the physician, the cause of the bleed was a failure of the non-medtronic closure device and a higher-than-expected calcium load.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-34, serial #: (B)(6), ubd: 2026-03-12, teleflex manta vascular closure device, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, a non-medtronic closure device was used. Subsequently, bleeding was noted to originate from the right femoral artery access site. This was treated using a 10x40 mm covered stent.

Manufacturer narrative:
B5. A third paragraph was added. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, a non-medtronic (manta) closure de vice was used. Subsequently, bleeding was noted to originate from the right femoral artery access site. This was treated using a 10x40 mm covered stent. Additional information was received to report there was no anomaly with the medtronic delivery catheter system. Per the physician, the cause of the bleed was a failure of the non-medtronic closure device and a higher than expected calcium load. Additional information was received to report a hematoma and minor swelling had presented at the left femoral access site, which was covered with a pressure bandage after the transcatheter aortic valve replacement procedure. On the second post-operative day, the day of discharge, the bleeding was resolved but hematomas were present on both sides.